Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: on an unknown date the patient went for an office visit due to severe back pain. On an unknown date in (B)(6) 2007 the patient underwent c3-c6 fusion surgery in which rhbmp-2/acs was implanted. Post-op, the patient has neck stiffness, sharp pain in the lower back and neck, pain close to the shoulder blades, new pain in his shoulder and collarbones and has increased fear of cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.